Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a concentric lesion in the mildly tortuous, heavily calcified and 90% stenosed proximal left anterior descending coronary artery. After an unspecified stent was implanted, a 3.5x8mm nc traveler balloon dilatation catheter (bdc) was prepped for use then advanced to the target lesion for post-dilatation. During the first inflation, the balloon ruptured at 10 atmospheres. The bdc was removed from the patient anatomy and a new same-sized nc traveler bdc was used to successfully complete the procedure, resulting in 0% stenosis. There was no adverse patient impact and no clinically significant delay in the procedure. No additional information was provided.